Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection it was noted a b30 error which confirmed the reported event, black covering of the bending section was cut, and the adhesive was chipped. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer report to olympus during preparation for use their endoeye flex deflectable videoscope when plugged into the computer tower, they could not obtain an image. Additionally, the customer stated they connected a different scope and the image displayed properly. Once they reconnected to the endoeye flex deflectable videoscope there was no image. There was no patient death, harm or injuries reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the cause of the reported event is likely due physical stress from the exterior to the distal end and the bending section of subject device were confirmed such as breakage of a-rubber and chipped/lifted/scratched a-rubber adhesive or, moisture invaded the device by leakage that caused temporally failure of electrical contact. It is also likely charged coupled device (ccd)-cable is defective the event can be detected/prevented by following the instructions for use which state: important information: please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.